Event description:
The patient was implanted with herniamesh t-sling on (B)(6) 2011. Later the patient experienced incontinence, dyspareunia, reports feeling of mesh or plastic in the vagina, vaginal pain, urinary urgency, stress incontinence, nocturia, overactive bladder and mesh exposure. Timed voiding and sanctura were prescribed on (B)(6) 2012. Estrace cream was prescribed on (B)(6) 2012. An excision of the exposed mesh and cystoscopy were performed on (B)(6) 2012.